Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Other relevant device(s) are: the software. Pn:9735736. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site had been running electrical safety check on the system and the medtronic representative (mr) was booting the system and it was just sitting on a blinking line. The mr rebooted the system and saw the grub menu. He selected "fix" in recovery mode and was able to boot the system. There was no patient present when this issue was identified. This issue is consistent with the following known software issue.